Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced infusion set leakage event on unknown date. The leakage was around the cannula part by leaking by upper membrane. No further information available.